Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020 after that they went home on (B)(6) 2020 went back to hospital on (B)(6) 2020 with blood glucose of 26.8 mmol/l. The customer reported that they allege insulin pump was under delivering. The customer was treated with manual injection and intravenous insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The reservoir will not be returned for analysis.